Event description:
New information received notes the issue observed was pseudo fusion and functional under sensing which was related to the patient's intrinsic rhythm. No programming changes were made since the patient was in hospice. No other issues were observed. It was up to the hospice to determine whether the necessary programming changes would be made.

Event description:
It was reported that atrial undersensing was observed on the implantable cardioverter defibrillator (ICD). The under sensing was thought to be due to the programming of the device. Programming changes were to be discussed with the physician. There were no reported patient consequences.